Event description:
It was reported that the anesthesia workstation failed the pressure transducer test and other sub tests during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. Our field service engineer (fse) investigated the system and the reported failure was reproduced. According to the information provided by the fse, the issue was solved by replacing fresh gas, inspiratory and reflector pressure transducer printed circuit boards (pcb). Evaluation of the received device logs confirmed the reported failure. The pressure transducer test failed due to that the measured zero pressure offset for the fresh gas, inspiratory and reflector pressure transducers had drifted outside acceptable limits. No parts have been returned for further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the fresh gas, inspiratory and reflector pressure transducer printed circuit boards (pcb) were broken. The true root-cause of the fault has not been determined.

Event description:
Manufacturer's reference #: (B)(4).